Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an endometriosis operation in which the ta45-4.8mm instrument was employed to transect the rectum, no staples appears after firing, when the surgeon opened the instrument. She needed to close the rectum with hand sutures. There were no other negative consequences for the patient.